Event description:
It was reported that the patient underwent a laparoscopic hernia repair on (B)(6) 2015 and absorbable straps were used. The surgeon had fired 3 straps and was about to close the peritoneum when the crown of the cannula flew off when being removed from the patient. The cannula cap was successfully removed from the patient by irrigating with 3 liters of saline to see if it floated. The final patient outcome was reported as good and there were no adverse patient consequences. The surgeon opined that the end of the device was not secured adequately. Additional information was not provided.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found that the device was returned with the cannula cap detached from the cannula tabs. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.